Manufacturer narrative:
(B)(4). Unit passed displacement test and self test. However, unit failed active current measurement, sleep current measurement and longtrace displays charge/battery lasts less than expected, problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump was going through batteries. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.